Event description:
Health professional reported that a patient was treated twice within one week with 0.5 cc juvederm ultra plus xc (same lot number used for both treatments) and a "rash broke out over the patient's face." The physician treated the patient with 1cc of hyaluronidase. Per the physician the hyaluronidase was given to prevent worsening of symptoms that may have led to permanent damage.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2011. Evaluation summary: batch number h30l601992 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.